Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 05/2020).

Event description:
It was reported that post port device implant, the nurse was allegedly unable to withdraw blood more than 39 times. It was further reported that the nurse was able to flush and administer chemo to the patient. The patient expired from multiple causes.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the device was not returned for evaluation. Therefore, the reported inability to aspirate cannot be confirmed and will remain inconclusive due to a lack of objective evidence. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Device not returned.

Event description:
It was reported that some time post port device implant, the nurse was allegedly unable to withdraw blood more than 39 times. It was further reported that the nurse was able to flush and administer chemo to the patient. The patient expired from multiple causes.